Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device product codes: ktt. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022 there was a removal of a tfna nail, helical blade, and nail screw that had cut out of the nail. The patient came into the ER due to cut out of tfna nail/helical blade. The tfna fenestrated helical blade exited medially through the tfna short nail and lodged in the patient¿s pelvis. After removal of the tfna components, the patient¿s fracture was repaired again using non-synthes implants. The tfna nail was examined and there was evidence that the implanting surgeon that had first fixed the fracture did not engage the tfna nail set screw. No further information is available. This report involves one tfna fenestrated helical blade 95mm - sterile. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Part # 04.038.395s synthes lot # h691100 supplier lot # n/a release to warehouse date: 08 aug 2018 manufactured by: synthes elmira no ncrs were generated during production. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the tfna fenestrated helical blade 95 - sile. Migration of the devices cannot be confirmed since x-ray evidence was not provided. The device only presents signs of normal wear most likely created during the implantation process. A dimensional inspection for the tfna fenestrated helical blade 95 - sile was not performed since it is not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the tfna fenestrated helical blade 95 - sile was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.